Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.7, lab: 2.7. Results done about 1 hour apart. Patient's target therapeutic range is 2.0-3.0. Patient's doctor decreased patient's coumadin dose due to inratio result. Patient noted that the lab test was also a fingerstick, but was unsure of what type of point of care meter they used.